Event description:
Atria bipolar lead impedance warnings on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2021 (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).